Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Reportedly, the customer overfilled the cartridge with insulin. In addition, it was reported that the customer experienced "luer lock issues" and that air bubbles were observed. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.